Manufacturer narrative:
(B)(4). The pipeline flex and microcatheter were returned for evaluation. As received, the pipeline flex delivery system was found inside the microcatheter. For further investigation, the pipeline flex delivery system was pushed out of the microcatheter lumen with resistance. The tip coil appeared to be damaged. The distal hypotube appeared to be stretched with the ptfe shrink tubing intact. The distal end of the pipeline flex was found not opened due to damaged braid. The proximal end of the pipeline flex was found fully opened with damaged braid. The microcatheter body appeared to be flattened at a section near the distal tip. Based on analysis findings, the complaint of pipeline flex failure to open was confirmed. It is possible that the tortuous anatomy may have contributed to the reported issue. The physician likely resheathed the pipeline flex more than the recommended two times resulting in damage to the braid, pushwire, and microcatheter. The physician technique can also contribute to the pipeline flex failing to open. Per pipeline flex instructions for use, the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The pipeline flex can be resheathed until the resheathing marker has reached the distal marker of the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that a pipeline flex did not open during flow diversion procedure. The patient was being treated for an unruptured, amorphous aneurysm in the right ophthalmic internal carotid artery (ica). Aneurysm measured 8mm max diameter and 4mm neck width. Landing zone artery size was 3.8mm distal and 4.6mm proximal. Vessel was severely tortuous. A pipeline flex was navigated to the treatment site without difficulty. At deployment, the device would not open distally; the middle and proximal sections seemed to be opening fine. The physician attempted to open the distal end by resheathing and re-deploying one time as well as deploying the device further, but was unsuccessful. The physician chose to resheath the pipeline flex and remove it from the patient. Afterward, two telescoping pipeline flex devices were implanted with a good post-procedure angiographic result. There was no report of patient injury as a result of this event.